Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that the pump expelled insulin during the load step. The pump allegedly alarmed for a loss of prime prior to loading, and then alarmed that no cartridge was detected after expelling the insulin. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/08/2014 with the following findings: a review of the device history indicated no delivery, no prime, and no cartridge detected warnings on the event date. The pump emitted the same warning when a load step was performed during testing. The force sensor tested to be out of calibration. The pump case was removed and a force sensor flex trace was observed to be cracked.